Event description:
It was reported that a user performed four full supply changes of the ilet within short intervals as a precaution after experiencing an elevated glucose following overtreatment of a prior low; there were no observed device issues such as kinks or leaks, and the event was attributed to user actions consistent with an improper or incorrect procedure or method. Symptoms included hyperglycemia with associated nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.